Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that smells like burnt electronics when it was powered on. They were going to take the covers off the unit and investigate, they will send pictures and call back to discuss. Per sample evaluation results on 28feb2025, the power connector from the chiller assembly to the same ac main voltage circuit card also had signs of overheating and was found to be turning dark brown.

Manufacturer narrative:
The reported issue was confirmed. At this time, the root cause of the reported event could not be determined. The arctic sun 5000 was evaluated upon receipt. The power connector from the chiller assembly to the same ac main voltage circuit card also has signs of overheating and was found to be turning dark brown. No repairs were completed as customer stated that they ordered new arctic sun stat. Device was scrapped. Not cost effective to repair this unit for the customer. It was reported that the biomed had the arctic sun device that smells like burnt electronics when it was powered on. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. No additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that smells like burnt electronics when it was powered on. They were going to take the covers off the unit and investigate; they will send pictures and call back to discuss. Per sample evaluation results on 28feb2025, the power connector from the chiller assembly to the same ac main voltage circuit card also had signs of overheating and was found to be turning dark brown.